Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the pump connecting tube. The pump was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cxr is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak tested, and functionally tested. Under microscope observation, it was identified that the pump tubing had been cut down to the pump block; therefore, the tubing was not returned for analysis. No additional anomalies were identified during microscopic inspection of the pump body. The pump passed the leakage test. Functional testing identified that the pump did not operate as intended, as it did not meet inflation test requirements, did not meet activation test requirements, and did not meet the valve de-active state test. Based on the available test results and investigation, product analysis was able to confirm that the pump was experiencing issues with inflation, activation, and valve de-active state functionality, which supports the reported mechanical issue. The allegation of a tubing hole or perforation could not be confirmed, as the tubing was not returned for analysis. The inability of the pump to inflate and activate as intended was identified as the most probable cause of the reported complaint. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the pump connecting tube. The pump was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cxr is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.